Manufacturer narrative:
Follow-up #1 date of submission 09/10/2015-device evaluation:the pump has been returned and evaluated by product analysis on 08/18/2015 with the following findings: during inspection, the keypad malfunction was unable to be duplicated. No damage was found to the keypad cover. All the keypad buttons were functioning appropriately and intact. The keypad cover was removed, and no contamination was found under any button contacts. The audio bolus button cover was damaged; however, the audio bolus button contact was free of contamination.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.